Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of only half of the images are showing on the screen was confirmed. The probe has dark areas in the image on the left side and a small section on the right side. The transducer element test failed with 5 red x¿s displaying. There is a bubble in the center of the transducer window. Reported issue root cause: the reported issue root cause is due to an internal failure of the prevue ii traditional probe. The transducer element test failed with 5 red x¿s displaying. There is a bubble in the center of the transducer window.

Event description:
It was reported that only half of the images are showing on the screen. 22 may 2025 evaluation found the probe has dark areas in the image on the left side and a small section on the right side.